Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male patient to report a code 101 ¿ av incompatible. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. Upon evaluation, the monitor failed incoming testing. The cause of the code 101 and the test failure is corrupt software programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the corrupt programming. The patient received a replacement monitor.